Manufacturer narrative:
Initial reporter address: (B)(6). The actual sample was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed the reported leakage between the return line and the sample site. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex set (tpe), an external fluid leakage was observed. It was further reported there was a breakage in the tube interface. There was no patient involvement. No additional information is available.